Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function. Analysis of the catheter revealed a needle stick hole .9cm from the proximal tip; leaking was seen during pressure testing.

Event description:
The device was explanted due to "wound dehiscence." The pump and a partial catheter were returned. Drug delivered via the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: in addition to wound dehiscence, a pump pocket infection occurred. Patient signs/symptoms noted "fevers". The patient required hospitalization. The patient was without injury, and had recovered without sequelae following the pump and catheter explant procedure. It was indicated that the lioresal (2000 mcg/ml) dose was approximately 1100 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.